Manufacturer narrative:
The insulin pump had intermittent act button response due to corroded keypad traces. No button error alarm was noted. The insulin pump had normal operating currents and was monitored for several days with no battery alerts. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and a stained display cover.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 96 mg/dl. The customer stated, the insulin pump may have gotten wet from a squirt gun. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.